Event description:
Head and liner replaced due to head fracturing.

Manufacturer narrative:
Method - device manufacturing history records are intact, conforming and indicate manufacture to specification. Results - device manufacturing history records revealed no attributes that could have attributed to this event.